Event description:
Device has been explanted.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles and opening. Leak test was performed and found opening on anterior side a microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A striated edge opening on radius side due to surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported a right side deflation.